Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04037, related manufacturer reference number: 1627487-2020-04038. It was reported the patient experienced ineffective therapy. It is unknown if troubleshooting was performed. As a result, the patient underwent surgical intervention wherein the ipg and leads were explanted. Date of explant is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.